Manufacturer narrative:
Date of event: unknown. (B)(4) implant date: unknown date in (B)(6) 2016. Explant date: unknown date in (B)(6) 2016. (B)(6). Manufacturing location: (B)(4). Manufacturing date: october 29, 2015. Expiry date: october 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. A manufacturing evaluation was completed: the plate is broken in two pieces. Marks and scratches are visible on the surface. The plate was produce as it should. No abnormality in process was found. All critical measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an unknown proximal tibia plate broke postoperatively. The plate broke at a screw hole four months after implanting. The plate was initially implanted sometime in (B)(6) 2016 and explanted sometime in (B)(6) 2016. This is report 1 of 1 for (B)(4).